Manufacturer narrative:
(B)(4). Date of event: unknown as information was not provided. Brand name: unknown as information was not provided./ lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot# is unknown. Implanted in (B)(6) 2007. Since catalog# is unknown the 510(k) could be either k000855 or k032426. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received several cook celect filters and gunther tulip filters in (B)(6) 2007 at (B)(6) medical center in (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc. Cook inc. Will handle this event under reference# 1820334-2016-00846 for all future reports to FDA. (B)(4). Catalog#: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot# is unknown. Implant date: implanted in (B)(6) 2007. PMA 510(k): since catalog# is unknown the 510(k) could be either k000855 or k032426. Mfg date: unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received several cook celect filters and gunther tulip filters in (B)(6) 2007." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.